Event description:
The customer reported that the monitor went blank during case. When it came back up the image was very small. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the left monitor. The system operates as intended.